Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarm had occurred. Review of the pump data indicated no occlusion alarms were present. In addition, the contact reported that the customers pump fill estimate was noted to be inaccurate. There was no reported impact to the customers blood glucose level. The customer was contacted and stated that tandem technical support should call back at a later time to troubleshoot. Multiple attempts have been made to contact the customer that have been unsuccessful.